Manufacturer narrative:
The system was repaired by the distributor and returned to service. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.

Event description:
A user facility in china reported that a patient was admitted to the hospital for treatment of cortical senile cataract in the right eye. Following the doctor's orders the patient underwent phacoemulsification and intraocular lens implantation in the right eye. During the treatment with the ophthalmic equipment the venturi pump servo valve assembly was found to be damaged and unusable. The equipment was immediately discontinued, and the patient was discharged. After follow-up transfer to another hospital the patient successfully completed the treatment. This event resulted in the patient's transfer for surgery prolonging the treatment time.

Manufacturer narrative:
The investigation is ongoing.